Event description:
Trocar was being used for about an hour in davinci midcab for davinci 30 degree lens. During the case, the trocar became fractured, and a piece of plastic was retained by pt. The surgeon performed vats exploration and was able to retrieve the retained piece.